Event description:
It was reported that the patient complained of having headaches since the implant. The patient was on antibiotics for three days, without change, and was wondering if the device could be causing the headaches. The patient was referred to the physician. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.